Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 15 cm distal to the is-1connector pin. Two lead fragments were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. At the distal lead fragment the insulation was found rubbed through. This damage can be considered to be the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic imagesclarifying this assumption were not available. Additionally the distal lead fragment showed a damaged conductor cable to the ring electrode. Subsequent investigation indicated that this damage was caused by excessive tensile forces applied during the explantation procedure. Further damages such as the deformation of the shock coil most likely occurred during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead and the associated ICD were replaced due to noise and a fracture on the lead. No adverse patient events were reported. The hospital retained the device. Should additional information be received, this file will be updated.